Manufacturer narrative:
Product complaint # (B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: can you please provide more details of the event? During the third firing, the device locked with the jaws closed in the tissue of the stomach. Was the reverse knife switch attempted? Yes. If so, did it work correctly? No, the movement was performed and the blade did not return. Was the manual activation lever been attempted? If so, did it work correctly? Yes. Was the device locked in the tissue with the jaws closed? Yes. If so, how was the device removed? The manual activation lever was used as the last resource to open the jaw. If so, have the jaws eventually opened? Yes. Is the patient's current status known? Normal without intercurrences. Was there any consequence or change in the postoperative care of the patient as a result of the event (prolonged hospital stay, readmission, reoperation, etc.)? No.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r92f5y, and no non-conformances were identified. Additional information was requested and not available: can you please provide more event details? Was the knife reverse switch attempted? If yes, did it function properly? Was the manual override lever attempted? If yes, did it function properly? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? According to the j & j md product complaint form in section (B)(4) you indicated there was an adverse event related to a product malfunction. Was there an actual adverse event? If so, is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during a sleeve gastrectomy, the device locked during the shooting of the golden load. All maneuvers were performed to open the jaw without success.